Event description:
The patient reported that the ever since getting their new pacemaker it feels like the " settings" have changed when getting chiropractic treatment. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.